Event description:
It was reported that the connection area of the syringe to the cement gun broke during insertion of the cement. The procedure was completed using the same device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded by user facility.